Event description:
This device was returned with a note stating this lead became dislodged and was sensing the atrium. When the physician went into reposition this lead, he found that both leads were sutured together and was concerned about the possibility of damage to the lead. The physician chose to replace both leads.